Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable electrode exhibited high within range impedance measurements. X-rays were performed and analysis determined that the electrode experience dislodgement. A lead revision was scheduled for the near future. At this time, this electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable electrode exhibited high within range impedance measurements. X-rays were performed and analysis determined that the electrode experience dislodgement. An electrode revision was scheduled for the near future. At this time, this electrode remains in service. No adverse patient effects were reported. Additional information was received detailing that this electrode was explanted and replaced. No further adverse patient effects were reported.